Manufacturer narrative:
Concomitant medical products: ddmb1d4 ICD implanted: (B)(6) 2019. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that all atrial tachycardia/atrial fibrillation (at/af) therapies disabled because of atrial lead position check failure. It was also noted that the right atrial (ra) lead exhibited a loss of capture. The ra lead remains in use. No patient complications have been reported as a result of this event.